Event description:
Boston scientific received information that that this pacemaker was at eol; however, the estimated longevity for this device was different from previous calculations to recent result. Boston scientific technical services (ts) discussed how current bins used in longevity analysis which may change based on impedance measurements and autocapture outputs as this could cause the changes on the longevity. Additional information was received indicating that the device was explanted and will not be returned since the hospital kept the device. This pacemaker is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.